Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's father reported via phone call that the customer was hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2020, with blood glucose of 500 mg/dl. Customer was in emergency room and intensive care unit as a result of high blood glucose level. Customer had symptoms of vomiting. The customer was treated with insulin intravenous drip. The customer was wearing the insulin pump during the hospitalization. Customer had alleged that the insulin pump was under delivering. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The insulin pump will be and reservoir will not be returned for analysis.

Manufacturer narrative:
Insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08700 inches. Insulin pump received with scratched case, pillowing keypad overlay and minor scratched lcd window. Additional information has been received which was not included with the initial report. The information has been provided in this report.

Event description:
It was reported via phone call that the weight has been changed to (B)(6).